Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) complained of palpitations. When performing pacing threshold tests with the unknown right atrial (ra) lead the physician noted the patient seemed to experience a tachyarrhythmia at or near the maximum tracking rate (mtr). A field representative travelled to the hospital to interrogate the device at which time the patient was found without an underlying rhythm with the device programmed ddi 30. The patient reported discomfort during lead testing but no further palpitations were experienced. During threshold testing atrial lead capture could not be confirmed and was thus suspected of loss of capture (loc) at maximum output. Noise was able to be reproduced with arm movements and some instances of inappropriate mode switching were observed as a result. Some instances of cross channel sensing were observed on the right ventricular (rv) lead as a suspected result of high atrial pacing outputs and location of leads in relation to one another. Rv pacing threshold measurements had also increased and loc was suspected as output was programmed sub-threshold. Pace impedance measurements were noted to have also increased but remained within normal limits. The device was reprogrammed to vvi and rv pacing output was subsequently increased. Left ventricular (lv) lead pacing threshold measurements were also noted to have increased recently. The lv lead was tested in an alternate therapy configuration and good thresholds were obtained. Boston scientific technical services (ts) discussed additional considerations for evaluation. The physician plans to continue monitoring the implanted system at this time. No additional adverse patient effects were reported. This system remains in service.